Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive. All other keypad buttons responded to button presses as expected. The keypad buttons were found to have normal spring back and click. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/discolored screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, stating the up button was intermittently responsive for three weeks with the patient having to press the button very hard multiple times for a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.